Manufacturer narrative:
This supplemental report provides the results of the final investigation. Updated fields: d8, h6, h11. The device was not returned to olympus for inspection; therefore, the reported failure could not be confirmed. Based on the investigation results, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center initially displayed a black-and-white image, which later progressed to a complete image failure. The scope-video connection socket was also probably defective. The issue was found during inspection for use. There were no reports of patient involvement.